Event description:
The customer reported via phone call that he removed the battery from the insulin pump for a couple of days and he received a low battery alert and a battery out limit alarm. The customer stated he was unable to clear the alarms as the keypad was unresponsive. The customer declined troubleshooting since he did not have a battery to test. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-18278.